Manufacturer narrative:
(B)(4). Pt info requested and all available info is included in section a and b. The set has been rec'd; however, the investigation is not complete. A f/u report will be submitted once the eval has been done.

Event description:
Customer reported that a leak occurred at the filter site while infusing remicade at an arthritis center. No harm reported to pt or clinician. No add'l pt info was provided.